Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the returned device noted there is blood in/on the helix/lobe mechanism and sleeve head, the helix/lobe is distorted/bent, blood/body fluid in the distal conductor (not obstructed), the outer insulation is breached cut, and a tip seal observation. Damaged at implant. The analyst notes the helix will not extend and retract properly due to being slightly bent and the large amount of blood in the sleeve head. Most likely occurred during the implant attempt.